Manufacturer narrative:
02/10/1999-supplemental report sent to FDA.

Event description:
The product was used during an axillary gland removal procedure. Reportedly, the clips scissored. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.